Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the suture that was used on this patient and broke a re-sterilized suture? We are not sure of that, the head nurse told us that she knows that sometimes they do and has warned them that this is not right. It was reported that the device had performance breakage suture. It was received for analysis two needle-sutures pieces and a suture piece stuck in a labeled winding former of product code 9556, lot ak7336. The product code is double armed. During the visual inspection of opened sample, the swage and attachment area of needles were noted to be as expected; however, body fluids along of strands were found and the end was fraying and cut appears to be by use of a surgical instrument. The other section of suture was examined, and the ends were cut. In addition, the functional test could be performed only on one of the suture pieces and the tensile force were above the minimum requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance breakage suture is an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the suture that was used on this patient and broke a re-sterilized suture?

Event description:
It was reported that a patient underwent a cardiac surgery fallot on (B)(6) 2019 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. Additional information was requested.